Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use due to extrusion of the electrode array. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.